Event description:
It was reported that during a surgical procedure at the user facility, the toga leaked through, and when the scrub technician removed the toga, the scrubs underneath were wet. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility, the toga leaked through, and when the scrub technician removed the toga, the scrubs underneath were wet. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the visual inspection of the product, areas of the toga were found to be permeated with fluid. A manufacturing issue was determined to be a probable cause of the permeation. A nonconformance was opened to evaluate the reported event. The toga is a single use product and will therefore not be returned to the user facility.